Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure (batch no. D08054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vitamin d deficiency, polycystic ovarian syndrome, allergic reaction to analgesics, bloating, pelvic adhesions, endometritis, chronic cervicitis, hydrosalpinx, paratubal cyst and metaplasia. Concomitant products included oral contraceptive nos for birth control as well as clonazepam since 2004 and cyclobenzaprine since 2009. On (B)(6) 2016, the patient had essure inserted. In february 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (menorrhagia, vaginal): vaginal bleeding on and off") and dysmenorrhoea ("cramping, periods are painful"). In (B)(6) 2016, the patient experienced depression ("hormonal changes describe: severe depression from the constant pain"), migraine ("migraines 2-3 times a week"), nausea ("nausea"), arthralgia ("pain, severe joint pain in knees, ankles, elbows, wrists,shoulder"), emotional disorder ("hormonal changes describe: emotional"), asthenia ("hormonal changes describe: lack of energy") and poor quality sleep ("I could have slept all day but I was never able to get enough sleep due to pain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), adhesion ("adhesions"), headache ("headaches"), the first episode of weight increased ("weight gain"), infection ("infections"), fatigue ("fatigue"), the second episode of weight increased ("weight gain / loss specify which one: weight gain"), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia, vaginal)/clots") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, autoimmune disorder, adhesion, headache, infection, depression, fatigue, vaginal haemorrhage, migraine, nausea, dyspareunia, dysmenorrhoea, emotional disorder, asthenia, poor quality sleep, back pain and menorrhagia outcome was unknown and the last episode of weight increased and arthralgia had resolved. The reporter considered abdominal pain lower, adhesion, arthralgia, asthenia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, headache, infection, menorrhagia, migraine, nausea, pelvic pain, poor quality sleep, uterine perforation, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97.52 kgs. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, arthralgia most recent follow-up information incorporated above includes: on 20-jun-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot number, concomitant disease, new events uterine perforation, fallopian tube perforation, cramping , menorrhagia, depression, migraine, nausea, dyspareunia, weight increased, fatigue, dysmenorrhoea, arthralgia, emotional disorder, asthenia, back pain and poor quality sleep added. Outcome for the events depression, weight increased, arthralgia added as recovered / resolved. Event genital haemorrhage updated to vaginal haemorrhage. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure (batch no. D08054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vitamin d deficiency, polycystic ovarian syndrome, allergic reaction to analgesics, bloating, pelvic adhesions, endometritis, chronic cervicitis, hydrosalpinx, paratubal cyst and metaplasia. Concomitant products included oral contraceptive nos for birth control as well as clonazepam since 2004 and cyclobenzaprine since 2009. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (menorrhagia, vaginal): vaginal bleeding on and off") and dysmenorrhoea ("cramping, periods are painful"). In (B)(6) 2016, the patient experienced depression ("hormonal changes describe: severe depression from the constant pain"), migraine ("migraines 2-3 times a week"), nausea ("nausea"), arthralgia ("pain, severe joint pain in knees, ankles, elbows, wrists, shoulder"), emotional disorder ("hormonal changes describe: emotional"), asthenia ("hormonal changes describe: lack of energy") and poor quality sleep ("I could have slept all day but I was never able to get enough slepp due to pain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), adhesion ("adhesions"), headache ("headaches"), the first episode of weight increased ("weight gain"), infection ("infections"), fatigue ("fatigue"), the second episode of weight increased ("weight gain / loss specify which one: weight gain"), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia, vaginal)/clots") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy to remove the essure implant), surgery (laparoscopic total hysterectomy with bilateral salpingectomy to remove the essure implant) and surgery (laparoscopic total hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, autoimmune disorder, adhesion, headache, infection, depression, fatigue, vaginal haemorrhage, migraine, nausea, dyspareunia, dysmenorrhoea, emotional disorder, asthenia, poor quality sleep, back pain and menorrhagia outcome was unknown and the last episode of weight increased and arthralgia had resolved. The reporter considered abdominal pain lower, adhesion, arthralgia, asthenia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, headache, infection, menorrhagia, migraine, nausea, pelvic pain, poor quality sleep, uterine perforation, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97.52 kgs. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)/migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("pain"), endometritis ("mild chronic endometritis (per mr)") and autoimmune disorder ("autoimmune disorder") in a 35-year-old female patient who had essure (batch no. D08054) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vitamin d deficiency, polycystic ovarian syndrome, allergic reaction to analgesics, bloating, pelvic adhesions, chronic cervicitis, hydrosalpinx, paratubal cyst and metaplasia. Concomitant products included oral contraceptive nos for birth control as well as clonazepam since (B)(6) and cyclobenzaprine since (B)(6) . On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (menorrhagia, vaginal): vaginal bleeding on and off") and dysmenorrhoea ("cramping, periods are painful"). In (B)(6) 2016, the patient experienced depression ("hormonal changes describe: severe depression from the constant pain"), migraine ("migraines 2-3 times a week"), nausea ("nausea"), arthralgia ("pain, severe joint pain in knees, ankles, elbows, wrists,shoulder"), emotional disorder ("hormonal changes describe: emotional"), asthenia ("hormonal changes describe: lack of energy") and poor quality sleep ("I could have slept all day but I was never able to get enough sleep due to pain"). In (B)(6) 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), adhesion ("adhesions"), headache ("headaches"), the first episode of weight increased ("weight gain"), infection ("infections"), fatigue ("fatigue"), the second episode of weight increased ("weight gain / loss specify which one: weight gain"), back pain ("back pain"), menorrhagia ("abnormal bleeding (menorrhagia, vaginal)/clots") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic total hysterectomy with bilateral salpingectomy to remove the essure implant), surgery (laparoscopic total hysterectomy with bilateral salpingectomy to remove the essure implant) and surgery (laparoscopic total hysterectomy with bilateral salpingectomy to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, fallopian tube perforation, pelvic pain, endometritis, autoimmune disorder, adhesion, headache, infection, depression, fatigue, vaginal haemorrhage, migraine, nausea, dyspareunia, dysmenorrhoea, emotional disorder, asthenia, poor quality sleep, back pain and menorrhagia outcome was unknown and the last episode of weight increased and arthralgia had resolved. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal pain lower, adhesion, arthralgia, asthenia, autoimmune disorder, back pain, depression, dysmenorrhoea, dyspareunia, emotional disorder, fallopian tube perforation, fatigue, headache, infection, menorrhagia, migraine, nausea, pelvic pain, poor quality sleep, uterine perforation, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 97.52 kgs. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. On (B)(6) 2016 surgical pathology reports diagnosis,uterus, cervix, bilateral tubes, weakly proliferative endometrium with hormone effect and mild chronic endometritis. Unremarkable uterine myometrium. Cervix, chronic cervicitis with reactive atypia, no dysplasia identified. Right fallopian tube, hydro salpinx. Benign left fallopian tube, no significant histopathologic changes. Benign bilateral para tubal cysts with transitional metaplasia. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, dyspareunia, arthralgia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: mr received : reporter added. Event mild chronic endometritis was added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), adhesion ("adhesions"), headache ("headaches"), weight increased ("weight gain") and infection ("infections"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, adhesion, headache, weight increased and infection outcome was unknown. The reporter considered adhesion, autoimmune disorder, genital haemorrhage, headache, infection, pelvic pain and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.